Event description:
The customer stated that the battery cap compartment was broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken battery cap. The insulin pump also had a blank display, due to moisture damage on the electronics.